Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# 0225623762. Implanted: (B)(6)2023 explanted: (B)(6)2023 product type screening device product ID 977d260 lot# 0225720851 implanted: (B)(6)2023 explanted: (B)(6)2023 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that the outcome was recovered/resolved on 2023-mar-22.

Event description:
It was reported that the patient experienced a ¿dural puncture¿ one day after the trial procedure. It was stated that the issue was not related to the procedure or the device and that the device was causally related to the index procedure. The issue was not related to the patient¿s therapy. There was no impact to the patient and medical intervention was not required to prevent a permanent injury or impairment. There were no further complications reported or anticipated. Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that initially the patient was told to bed rest and lots of fluid. The patient experienced an intense headache due to dural puncture. Conservative therapy failed. On (B)(6) 2023 it was identified that a blood patch was required to manage the dural puncture and the patient was admitted to the hospital. It was planned to pull the trial leads on (B)(6) 2023.a sterile epidural blood patch at t12/l1 was performed. Outcome was reported as recovering/ resolving. The patient was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# product type lead . Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, phone number: (B)(6). Codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that the event was casually related to the study procedure.